Manufacturer narrative:
E1 phone number: (B)(6). H3: device not available for return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, the sterile liquid was unable to be injected into the balloon of the cook bakri postpartum balloon with rapid instillation components. The issue was discovered prior to patient contact and the device was not used on the patient. "Additional steps" were needed to complete the unspecified procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported, the sterile liquid was unable to be injected into the balloon of the cook bakri postpartum balloon with rapid instillation components. The issue was discovered prior to patient contact and the device was not used on the patient. "Additional steps" were needed to complete the unspecified procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned to cook for evaluation. Therefore, no physical examinations could be conducted. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search shows one other complaint associated with the same production lot. Due to the individual nature of the manufacturing and inspection process for the devices, it is unlikely that these events are an indication of an issue within the entire lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, no product returned, and the results of the investigation, cook has concluded a definitive cause could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.